Event description:
It was reported that this patient presented with dizziness. A device check was performed and out of range pace impedance measurements were seen as well as a loss of capture on the right atrial channel. After adjusting the pacing thresholds to a high measurement in the bipolar configuration the pace impedance measurements decreased. The device was reprogrammed to unipolar pacing which showed in range pace impedance measurement and pacing thresholds. A remote transmission was planned. A possible spring contact issue was suspected. No adverse patient effects were reported. The device remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).